Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrial, performance and photographic imaging tests performed. The complaint of intermittent stimulation was not verified. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg exhibited normal device characteristics.

Event description:
A report was received that the patient¿s stimulation would turn off when in certain postural positions. The physician suspected ipg malfunction. The patient underwent an ipg replacement procedure and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
It is indicated that the device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s stimulation would turn off when in certain postural positions. The physician suspected ipg malfunction. The patient underwent an ipg replacement procedure and the patient was reportedly doing well following the procedure.